Event description:
It was reported that the patient will have a replacement of an inflatable penile prosthesis(ipp) device due to inflation issues. A revision surgery will occur on (B)(6) 2020. A patient outcome of no complications was reported.